Manufacturer narrative:
(B)(4). Foreign-(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during a surgery, while implanting the nail the connecting bolt fractured. No adverse events have been reported as a result of the malfunction.

Event description:
Upon reassessment of the reported event, it was determined to not be reportable. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. The initial report was submitted in error and should be voided.